Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a routine follow-up visit with a damaged driveline connector. The driveline had clamshell repair and rescue tape. Log file captured pump stop events related to damaged driveline. The patient was already placed on ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the driveline at the connector that required a clamshell repair, as well as the cosmetic damage to the driveline, were confirmed based on the submitted photographs. An analysis of the submitted log file also confirmed low speed, pump stoppage and driveline fault events. Although a specific cause for these events could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. The submitted log file contained data from (B)(6) 2020. It was noted that the patient was supported by battery power for the duration of the file. Starting on (B)(6) 2020 at 0:15:04, a driveline fault alarm was observed, and at 03:04:02, a low speed event was observed. The low speed event progressed into a pump stoppage event. The pump regained its set speed following that event and operated above the low speed limit until 16:47:04, when additional low speed and pump stoppage events were observed. Following the last pump stoppage event, the pump operated above the low speed limit for the remainder of the file. It was noted that driveline faults were observed until the end of the file. The account later communicated that the application of the clamshell only removed the issue with the damaged driveline¿s controller connector. The ongoing issue with the damaged driveline could not be managed due to the current covid-19. The patient will be monitored and if the situation changes, they stated that action will be taken. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. There were also incidental findings of driveline disconnects and no external power alarms that were associated with the low speed/pump stop events observed within the file. These events were related to a potential driveline issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13aug2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.